Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered smaller boluses to clear the alarm and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.